Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. Evaluation included a visual assessment as well as functional testing.  Evaluation experienced a no audio condition. The cause was identified to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a no audio condition. No additional information is available.